Event description:
It was reported to boston scientific corporation that a percutaneous access set was used during a percutaneous nephrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke inside the patient while it was being removed. A minimally invasive route (unknown) was used to retrieve the broken catheter. The procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The returned malecot catheter was received for analysis. Visual examination of the returned device revealed that the catheter was broken approximately 7.7cm from the distal end near the location of the catheter shaft bond. The proximal section of the device was not returned. The wings of the device were extended and the tip was bent at the proximal end of the wings. Examinations of the bonded ends under magnification demonstrate the bond was made during manufacturing. Flow lines were present near the break location. There were deformations near the broken end. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a percutaneous access set was used during a percutaneous nephrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke inside the patient while it was being removed. A minimally invasive route (unknown) was used to retrieve the broken catheter. The procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.